Event description:
Caller reported receiving a minimum fill notification. There was no adverse impact to the customer's blood glucose level. Caller attempted to load a new cartridge, filled 180 units of insulin with 149 units being usable, and was instructed by technical support to remove the pump from the case and clean the pneumatic tap area. After following these instructions, caller successfully loaded the cartridge onto the pump and resumed insulin use.